Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from USA: "it is important to note that two of the leaking tubing sets contained hazardous materials (5-fu). Placed the chemo into the brown bag, brought into the pharmacy and talked to pharm tech and showed the bag. Recommended to dispose the old chemo bag and have a new bag remade. (B)(4) notified. Therapy: 5-fu, vtbi: 200ml, mode: continuous, priming method: pump, set type: ap210, location of leak: end of the capped tubing, tubing location: unavailable for return to (B)(4), type of drug:5-fu, was there a prime performed: yes, pump or manual: pump, delay in therapy: unknown, need for medical intervention: unknown." Additional information received on aug 03, 2015: no patient harm occurred. The infusion had not started. The treatment was meant to run at a continuous rate of 4.4ml/h as a continuous infusion.